Event description:
Litigation papers allege: severe pain and discomfort in her hip and lower back, weakness, muscle cramps, and difficulty conducting activities of daily living.**update** (B)(4) 2012 - medical records were received from legal. Implant date for the right hip replacement was corrected and part/lot identified with invoice search. Records are available on external hard drive if needed for further review.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for the provided part/lots found no related manufacturing deviations or related anomalies that would contribute to the reported event. A search of the complaint database found no prior reports for both of the reported part and lot number combinations; the part and lot number for the hip component was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege: severe pain and discomfort in her hip and lower back, weakness, muscle cramps, and difficulty conducting activities of daily living.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.